Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that values were entered while the glucose reading error symbol was displayed. No additional event or patient information is available. Labeling indicates: the system may tell you that it cannot provide a sensor glucose reading. When this happens you will see either the glucose reading error symbol or the wait symbol in the status area. These symbols mean the receiver does not understand the sensor signal temporarily. These symbols are related to the sensor only. Wait for more prompts, and do not enter any blood glucose values when you see these symbols. The system will not use a blood glucose value for calibration when these symbols show.